Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right atrial (ra) lead was sensing noise which led to automatic mode switch (ams) episodes. The patient was brought into the clinic on (B)(6) 2022, the physician was unable to reproduce the noise. No intervention was performed. The patient was in stable condition.